Event description:
It was reported that patient underwent right total knee arthroplasty on almost 5 years ago. Subsequently, patient was revised approximately 3 months ago due to pain and loosening of the tibial component with surrounding bone erosion. The patellar component was left in place while all other components were revised without complication.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Once the investigation has been completed, an additional follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and review by a health care professional. Review found x-ray showed evidence of loosening of the tibial component and medial bone erosion. Femoral component was removed without complication. Tibial component easily removed due to loosening. Patellar component left in place. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, b5, g4, h2, h3, h6, h10. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Associated products : item#:00596204012; articular surface use with lps/lps-flex 51 or 52 suffix femorals size ef 12 mm height; lot#: 62699555; item#:00596401652; femoral component option size f right compatible with lps-flex prolong; lot#: 62835932. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it's been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent right total knee arthroplasty on an unknown date. Subsequently, patient was revised approximately one month ago due to tibial plate loosening. All components were removed and replaced.